Event description:
It was reported by the customer that when using the bd pyxis¿ es server, orders were not crossed over to multiple devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that the orders did not cross to multiple devices. A technical support specialist found that the orders were in discontinued status. The tss requested the customer to re-verify the order and confirmed that the re-verified order was now showing at the med station. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: UDI and manufacturer date not available.